Manufacturer narrative:
The company service representative examined the system and replicated the reported event of low laser power. The laser core module was replaced to resolve the issue. The company service representative was unable to replicate the reported event of sm [the cassette was not properly latched into position. Please remove and reinsert the cassette]. The fluidics module was replaced as a preventive measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of low laser power can be attributed to a nonconforming laser core module. The root cause of the reported event of sm [the cassette was not properly latched into position. Please remove and reinsert the cassette] cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed and the system had low laser power prior to a surgical procedure. There was no patient involvement.